Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 360 mg/dl. System check was performed with tandem technical support and the pump was functioning as intended. Customer delivered a correction and set a temporary rate to stabilize blood glucose levels.

Manufacturer narrative:
Corrected data: b1 product problem- removed.